Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, 3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the biopsy channel leaked while the user was handling the device and water invaded the device. Due to the invasion, abnormality of electronic parts occurred which led to temporary display of error message. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·when inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo therapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endo therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo therapy accessories with excessive force may damage the instrument channel or endo therapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endo therapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endo therapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed including a b30 error. In addition, the following non-reportable malfunctions were found during device evaluation: dents throughout insertion tube, instrument channel leak, fluid invasion in the scope connector and body control unit, and a cut on the charged coupled device shrink tube. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope will not show picture or connect to the processor and has an error code of e315. There was no report of patient harm or user injury associated with this event.